Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle cannula had foreign matter on it. The following information was provided by the initial reporter, translated from german: "unfortunately, I have just noticed after spraying that the cannula is dirty... The cap is also deformed.".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle cannula had foreign matter on it. The following information was provided by the initial reporter, translated from german: "unfortunately, I have just noticed after spraying that the cannula is dirty... The cap is also deformed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary one open 31g x 5mm pen needle sample and five photos were returned from lot no. 2159728, cat. No. 320522. Visual examination was carried out on the returned sample and photos and a fibre-like material on the hub and excessive flash on the shield was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Lot. No. 2159728 was manufactured on line 11 and 12 on the (B)(6) to (B)(6) 2022 and packed on 656 on the (B)(6) 2022. A review of the moulding shift tickets between the (B)(6) to (B)(6) 2022 was performed and all visual inspections on the hub and shields were completed correctly as per q-sop-053-dl. No issues were observed during review of hub and shield visual inspection results. All operators who performed the visual inspections were trained to the relevant forms and procedures. There were no maintenance or interventions performed on the associated hub and shield presses between (B)(6) to (B)(6) 2022 that would have contributed to these defects. Calibration records for the associated presses were also reviewed and were identified to be within the calibration due date and no out of tolerances were observed. The foreign matter was identified to be fibre-like material. As the sample returned was open it is not possible to determine root cause of the red mark. The flash was caused by material hang up on the mould face preventing the mould from fully sealing. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ pen needle cannula had foreign matter on it. The following information was provided by the initial reporter, translated from german: "unfortunately, I have just noticed after spraying that the cannula is dirty... The cap is also deformed."